Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed watchdog error 222 during patient infusion. There was no known patient injury or medical intervention associated with this event. The reporter also stated that the device would not be returned. No additional information is available.